Event description:
A patient was admitted for reactive airway disease. Two days after admission, IV appeared to be leaking at the site. Dressing removed. IV leaking at junction between cannula and yellow tip of introcan catheter. IV discontinued. Patient started on oral medications.